Event description:
It was reported that during an implant procedure on (B)(6) 2024, the physician had difficulties advancing the guidewire into the right ventricular (rv) lead. There were no consequences to the patient. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was bunched up at the connector region consistent with procedural damage. The cause of the reported event was due to damaged inner coil consistent with procedural damage.